Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that their implantable cardiac monitor (icm) fell out. The icm is no longer in use and was later replaced with a new icm. No patient complications have been reported as a result of this event.